Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor was undersensing on asystole/brady episodes. During atrial fibrillation some oversensing of p- waves were noted with over/undersensing of r- waves resulting in abnormal r-r pattern. The device remains in use. No patient complications have been reported as a result of this event.